Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. Doi: (B)(6) 2005; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # :(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.   Added: b5, b6, b7, d4, and h6. Corrected: a1. No code available (3191) is used to capture (atrophy and device revision or replacement).

Event description:
After review of medical records, the patient was revised for failed total hip arthroplasty, metallosis, and soft tissue mass. Operative notes reported that there was a protruding soft tissue mass approximately the size of a softball and a gray metallic like fluid was expressed from the mass. Overall the abductor was intact with evident of atrophy and reactive changes from the metal oasis. There was a mild amount of trunnion metalic debris but the overall trunnion of the aml stem was preserved with no evidence of structural compromise. There was a small amount of debris inside the acetabulum which was excised.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.